Manufacturer narrative:
Device evaluated by manufacturer: the device returned for analysis consisted of a jetstream xc 2.1mm atherectomy catheter. The device was visually and microscopically examined and it showed no damage. Functional analysis was done by completing the setup procedure. The devices motor ran for a period of 3 consecutive minutes with no issues or system errors. A.014 test guidewire was attempted to be inserted into the device and it would not go into the tip of the device. The tip was x-rayed, and the x-ray showed a blockage. The tip was dissected to find that a broken piece of a guidewire was lodged inside the bushing and would not allow the guidewire through the device.

Event description:
Reportable based on device analysis completed on 23-aug-2019. It reported that there was difficulty reloading on the guidewire. A 2.1mm jetstream xc catheter was selected for atherectomy procedure in the superficial femoral artery (sfa). During procedure, the device was used and removed from patient body to balloon the area. When the device was attempted to be used again, the guidewire would not go in the device. The procedure was completed with different device and balloon angioplasty. There were no patient complications reported. However, device analysis revealed a broken piece of a guidewire was lodged inside the bushing of the tip.